Event description:
Customer reported that she had low blood glucose. Paramedics were called and customer was taken to the emergency room and was hospitalized in intensive care unit. Customer stated that the blood glucose reading was 27 mg/dl when paramedics arrived. Customer stated that she did not disconnect when she did a set change and neither at rewind, and she accidentally delivered three days worth of insulin into her body. Customer stated that she ended up having a seizure and paramedics were called. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.